Event description:
It was reported the cot dropped during unloading because the safety bar did not catch the safety hook. The model number and serial number of the device were not provided. There was patient involvement but no reports of adverse consequences.

Manufacturer narrative:
It was originally reported it was difficult to load/unload the cot in the ambulance but after investigation it was determined the cot dropped during unloading because the safety bar did not catch on the safety hook. The investigation determined this was the result of user error. B5 and h codes updated to match investigation results.

Manufacturer narrative:
Device not accessible for testing.

Event description:
It was reported the cot was difficult to unload from the ambulance. The model number and serial number of the device were not provided. There was patient involvement but no reports of adverse consequences.